Manufacturer narrative:
H11 - manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. The patient developed a cataract. The lens was explanted. If additional information is received a supplemental medwatch report will be submitted.